Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm aneurysm of the right cavernous sinus segment. The aneurysm max diameter was 6.4mm and the neck diameter was 4.5mm. Blood flow was high. Vessel tortuosity was minimal.  It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). This was the first coil used in the procedure. After filling, the coil could not be detached. 4 unsuccessful attempts were made with the instant detacher (ID) and 4 unsuccessful attempts were made at manual detachment. The coil was replaced to continue the procedure. There was no harm or injury to the patient.